Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. The customer contacted primary care provider for an alternate method of insulin therapy.

Manufacturer narrative:
D9: device available for evaluation: yes, returned on 9/30/2024. H3: reason for non-evaluation remove other. H3: other reason: remove device not returned. H3: device evaluated by manufacturer: yes, device returned to manufacturer. H10: remove statement d9: device available for evaluation: yes, returned on 9/30/2024. H3: reason for non-evaluation remove other. H3: other reason: remove device not returned. H3: device evaluated by manufacturer: yes, device returned to manufacturer. H10: remove statement.